Manufacturer narrative:
(B)(4). This lot was manufactured from august 12, 2014 - august 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a black particle in an unspecified location within the device. It was not reported when this was found. There was no patient involvement. No additional information is available.